Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of sudden swelling, allergic reaction, and big bumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects; the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ retouch in the marionette lines. One week later, the patient was injected with juvéderm® voluma¿ with lidocaine in the cheekbones. Approximately six months later patient developed an allergic reaction in both corners of the mouth, big bumps on both sides, and sudden swelling in the face. Patient was prescribed steroids and antibiotics, prednisolone for 3 days, and received 5 hyaluronidase injections. Symptoms resolved.

Manufacturer narrative:
Allergan has initiated an investigation into this late report.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ retouch in the marionette lines. One week later, the patient was injected with juvéderm® voluma¿ with lidocaine in the cheekbones. Approximately six months later patient developed an allergic reaction in both corners of the mouth, big bumps on both sides, and sudden swelling in the face. Patient was prescribed steroids and antibiotics, prednisolone for 3 days, and received 5 hyaluronidase injections. Symptoms resolved.